Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose reading was 13.2mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test was done and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.